Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation confirmed the reported problem (non-functional response buttons). Upon investigation, the response buttons were intermittently non-functional. The root cause for the intermittently non-functional response buttons was a defective switch. No adverse event resulted from the defective monitor.

Event description:
During further review of the complaint on 12/14/2016, it was determined that a reportable response button failure occurred. The response buttons allegedly would not activate the device.